Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. During the second grasping attempt, the posterior gripper could not be lowered. The posterior gripper did not lower, during simultaneous or during independent grasping. The tension in the system was released by rotating the handle and the clip delivery system was flushed to make sure there was no tissue on the grippers. The clip was exchanged, and the procedure was completed. The mr was reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
Returned device analysis did not confirm the reported inability to lower a single gripper. The discrepancy between what was reported (difficulty lowering single gripper) and what was observed (no issue with gripper) is possibly due to unintended curves/increased tension on the device applied by the user/anatomy during the procedure. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information, a cause for the reported inability to lower a single gripper could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.